Manufacturer narrative:
Pump powered up properly after battery installation. Pump passed the self test, sleep current measurement and active current measurement. Pump was monitored and no blank display and unexpected battery power loss noted. Successfully downloaded pump traces and history file using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: 07/31/2024 16:09:42.000 07/31/2024 16:13:10.000 07/31/2024 16:23:00.000 07/31/2024 16:26:31.000 07/31/2024 16:36:01.000 failed battery alert/battery failed alarm was found on: 07/31/2024 16:13:00.000 insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power/depleted battery. No unexpected battery power loss noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 31-jul-2024 in the formatted history file. Lostsensor1alert (780) was found on: 07/26/2024 22:01:00.000 07/26/2024 22:11:00.000 07/31/2024 16:00:00.000 sensorexpiredalert (794) was found on: 07/26/2024 21:30:19.000 sgcalibrationerror (776) was found on: 07/27/2024 16:32:15.000 sensorerroralert (801) was found on: 07/27/2024 06:34:58.000, 07/27/2024 06:44:00.000 07/27/2024 08:14:59.000, 07/27/2024 08:24:00.000 07/27/2024 09:15:01.000, 07/27/2024 09:25:00.000 07/27/2024 11:20:00.000 07/27/2024 13:24:57.000, 07/27/2024 13:34:00.000 07/31/2024 14:54:25.000 lostsensor2alert (781) was found on: 07/31/2024 16:22:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert, sg calibration error, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. The pump passed all the required testing. Customer alleged for blank display and unexpected battery power loss were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced a blank display and replace battery alarm. The customer reported, no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. And the customer reported, receiving the replace battery alert/replace battery now alarm without a prior low battery warning. No harm requiring medical intervention was reported. Mmt-1884 was requested. And the customer response was, the device will be returned.